Event description:
A user facility clinic manager (cm) reported that a blood leak occurred during the patient¿s hemodialysis (hd) treatment with approximately 45 minutes of runtime remaining. The blood leak was visually observed at the connection between the combiset bloodlines and the f180nre optiflux dialyzer. There was no defect or damage noted on the bloodlines nor the dialyzer. There were no issues identified during prime. The treatment was setup by an experienced member of the nursing staff and verified by the cm prior to treatment initiation. The cm stated during followup that the nurse who setup treatment observed the bloodlines to "feel softer¿ than usual. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. It could not be confirmed at the time of followup whether the patient completed treatment that day or ended treatment when the blood leak was found. The dialyzer is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: g1 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Six lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on one of the lots which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinic manager (cm) reported that a blood leak occurred during the patient¿s hemodialysis (hd) treatment with approximately 45 minutes of runtime remaining. The blood leak was visually observed at the connection between the combiset bloodlines and the f180nre optiflux dialyzer. There was no defect or damage noted on the bloodlines nor the dialyzer. There were no issues identified during prime. The treatment was setup by an experienced member of the nursing staff and verified by the cm prior to treatment initiation. The cm stated during followup that the nurse who setup treatment observed the bloodlines to "feel softer¿ than usual. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. It could not be confirmed at the time of followup whether the patient completed treatment that day or ended treatment when the blood leak was found. The dialyzer is not available to be returned to the manufacturer for physical evaluation.